Event description:
The doctor reported that this patient had a vns implant, which had to be explanted almost immediately due to an infection in the generator pocket, but the lead was left in place. No other relevant information has been received to date.